Manufacturer narrative:
The device was returned and an evaluation is complete. A visual inspection was performed with the naked eye and loose green particulate matter inside the cassette was noted. The particulate matter was identified as a fragment of a frangible from a solution bag. The reported condition was verified. The cause was nor determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event occurred on an unspecified date in (B)(6) 2016. Device manufacturer postal code - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a green particle was observed within the initially drained fluid. This event occurred during peritoneal dialysis therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.